Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected supra ventricular tachycardia (svt). It was suspected that the rhythm was fast ventricular tachycardia (fvt) and is therefore inappropriately withheld therapy. The device remains in use and appears to be currently functioning as programmed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.